Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming was unable to resolve the issue. Impedance check revealed high impedances on all contacts. Reportedly, the leads had fractured. As such, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Effective therapy was confirmed post op.

Manufacturer narrative:
The reported event of inadequate pain relief due to lead fracture was confirmed. As received, the incomplete octrode lead had all its internal wires broken, that would cause high impedance and inadequate pain relief. The damage is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
Additional information received indicates that lead fracture was visually confirmed during the surgery.